Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to call back if the malfunction code reappears, and they acknowledged this guidance.